Event description:
A false low advia centaur xp ipth baseline test result was obtained on a surgical patient sample who was on the operating table. The physician questioned the baseline result as too low and surgery was delayed a few minutes until a repeat ipth test result was obtained. The repeat test result was performed on the original sample tube pour off that was different from the baseline sample pour off and the result was higher. The higher repeat test result was what the physician had expected. All other subsequent ipth samples run on that patient were acceptable. There was no known report of adverse health consequences due to the baseline discordant ipth test result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and performed a total service call. The fse tightened a loose reagent probe 1 sleeve, replaced a cracked luminometer cover and calibrated the sample probe positioning. The fse replaced the aspirate probe guides, realigned the home positions and replaced eight inches of tubing after the aspirate probe 1. The fse completed a water prime from the reservoir to the manifold and removed any bleach build up observed around the check valves. The cause for the discordant baseline result may be attributed to sample handling. The customer's investigation noted that the initial sample was run from a poured off sample from a different patient's sample tube. The instruction for use (IFU under the intended use section states the following: " for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The instruction for use (IFU) under the limitation section states: " results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy." The instrument is performing within specifications.